Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with the sensor readings. The customer stated that the insulin pump went into threshold suspend mode when the customer was not having low blood glucose. The customer noted that, by accident, he discovered that removing and reinserting the battery from the insulin pump would get the sensor to start working again for another 24 hours. The customer's blood glucose was 135 or 137 mg/dl, and the sensor reading was 65 mg/dl. The sensor glucose reading triggered the insulin pump to suspend insulin delivery. Customer stated that on the day prior, the blood glucose was 135 mg/dl, but the sensor reading was 258 mg/dl. Customer stated that when the insulin pump suspended insulin, he would try to cancel it so that it would not suspend his basals. The issue started about 4 weeks prior when the customer's blood glucose was close to 200, and the sensor reading was 65 or 70 mg/dl. The customer was advised to follow recommended calibration procedures.